Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of foreign body in suction channel was not confirmed. In addition, there were tears and scrap marks in the biopsy channel. The distal end plastic cover had scratches. The objective lens had an internal crack. The bending section cover glue had a crack. The light guide tube had a buckle. There was brush restriction at the suction cylinder. The bending angle was reduced due to elongation of the angle wire. The play of the angulation knob was out of specification due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii gastrointestinal videoscope had foreign body in the suction channel. The personnel washing the scope did not see the brush come out after washing. Later, another personnel was able to put the brush through without any issues. The event occurred during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
Updated field: h10 additional information was provided regarding reprocessing of subject device. The device was reprocessed before returning to olympus. The device was not used on a patient with foreign material attached. The device was inspected prior to use. The device was precleaned after the procedure without any delay. There were no abnormalities in the accessories used for reprocessing. The manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. All scope channels were connected with tubes when the setting into the endoscope reprocessor. The instrument/suction channel was aspirated with water using suction pump. The following brush points were checked: instrument channel, suction channel, air/water valve/suction valve, and biopsy valve. No other products/reprocessing accessories or endoscope reprocessor was involved with this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.